Event description:
It was reported that the customer received a power source alert and subsequently shutdown. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable. Customer¿s blood glucose value was 105 mg/dl.

Manufacturer narrative:
H3 other text : device not returned.